Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient experienced increased pain. The date on (B)(6) 2023 is considered an approximate date of event (specific month and year known only). The patient had magnetic resonance imaging (MRI) performed on (B)(6) 2023 for increased pain as they were attempting to rule out issues related to the device and therapy. The MRI was negative for any new concerns. It was further reported that the patient came back to the healthcare provider's office today for a pump status check post MRI. The pump had not been audibly alarming, but after pump interrogation on (B)(6) 2023, the pump audibly alarmed and showed a motor stall with no recovery. The healthcare provider checked the pump a couple of times by interrogating and checking the logs; however, there was no recovery. The pump continues to critically alarm now every 10 minutes. They had increased the patient's dose and updated the pump. At the time of the report on 2023-jun-27 they again rechecked the pump status and logs, and there was still no recovery. Rechecking the pump status and logs every 20 to 30 minutes was being considered.